Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "error code b30" and phenomenon 2 "error code e216" likely occurred because the lg snake tube leaked and flooded the inside of the device. As a result, an abnormality occurred in the electrical components, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) perform the leakage test. 2) do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope had occasional scope communication error (b30) error with pinhole in the bending cover. The issue was found during preparation for use of an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found that light guide tube was leaking; angle lock at the control section was defective; video cable was defective; electrical connector was oxidized. Additionally, scope communication error code (e216) was reported due to faulty charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.